Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a timekeeping test was performed, and the pump was found to be keeping time accurately. The complaint could not be confirmed or duplicated on investigation.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump time was 20 minutes slow. The reporter indicated that they were unsure if the time and date remained programmed after battery changes. This report is being made based on the allegation that the pump time is running slow.